Manufacturer narrative:
Additional suspect medical device components involved in the event model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7308234. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) trial procedure. The following day, the patient reported bleeding beneath the dressing and weakness in the lower extremities. X ray imaging identified a hematoma. Consequently, the patient underwent a procedure in which the trial leads were removed, and the epidural space was evacuated. Postoperatively, the patient has no motor function in the lower extremities, remains paralyzed, and continues to be hospitalized. The patient is expected to be transferred to a rehabilitation center; however, based on the physicians assessment, recovery of motor function is considered very unlikely at this time. The explanted leads will not be returned for analysis, as they were discarded by the medical facility.